Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). It was reported that patient noticed a couple days ago that the ins battery will be fully charged and that within a few hours the ins battery depleted quicker than it should have depleted. The ins battery goes down to about the 3/4 battery level within a few hours from a full charge. Pss asked the pt is she has made any adjustments to the therapy, such as increased stimulation, and pt states that she decreased the stimulation level in attempt to resolve the issue. Pt confirms seeing the normal charging screen when recharging the ins and that all eight coupling boxes are shaded. Pss asked the pt if she's had any reprogramming done lately for optimization of the therapy and pt states that it's been quite a long time. Patient was redirected to their hcp. No symptoms and no further complications were reported.

Event description:
Additional information was received from the patient. The patient reported that it was normal for the battery to show not fully charged when it was. The patient was reprogrammed and the battery was fully charging. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.